Event description:
It was reported that the procedure was to treat a lesion in the lad. A long sheath was used to help advance the stent delivery system (sds) through the tortuous iliac. Reportedly, the physician was doddering the device, trying to get it to the intended location, but the shaft broke and separated into two pieces. The distal shaft remained around the aortic arch. The physician tried to rewire the lesion with a long wire in the hopes of snaring the separated shaft, but was unable to rewire. At this point he was unable to see the shaft, so the procedure was abandoned and the patient was taken to surgery to remove the distal shaft. The distal shaft was successfully retrieved and bypass surgery was performed. The patient was reported to be doing fine.